Event description:
This was reported as a closure with a proglide device relative to an electrophysiology procedure. Reportedly, the suture was entangled under the foot which prevented the foot from closing. The device was stuck, therefore, the suture was cut, allowing the foot to close and the device to be removed. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling record reviews could not be performed because the device was not returned, and the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment are related to procedure circumstances. In this case, the suture caught the foot inducing the difficult to open or close and the entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 - address, city, postal code updated.